Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 8 of the patient's mouth. On (B)(6) 2019 fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.